Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered anti tachycardia pacing (atp) for a patient who was experiencing ventricular tachycardia (vt). This atp response accelerated the patient rhythm from vt into the ventricular fibrillation (vf) zone. Despite the delivery of five electric shocks intended to convert the arrhythmia, the attempts were unsuccessful. The vf rhythm ultimately self-terminated and reverted to the vt monitor zone, without any noticeable offset. Technical services conducted a thorough review of the event and determined that atp increased the rhythm rate from vt to the vf zone. However, the rhythm observed in the vf zone did not represent clinical vf, but rather fast vt. The electric shocks were administered or redirected as appropriate. Ts recommended conducting an electrophysiology (ep) study to address concerns regarding the effectiveness of the atp scheme or any potential changes prior to the shocks. The device remains in service, and no additional adverse patient effects were reported.